Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported after using bd vacutainer® pst¿ gel and lithium heparin 56 units, erroneous results(elevated chloride and c02) were seen in an unspecified number of samples. Customer was concerned with increases in their anion gap. Samples were recollected. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd had not received any samples for investigation. Bd was unable to duplicate or confirm the customer¿s indicated failure mode (erroneous results-chloride, o2) because the lot number is unknown. The affected lot(s) must be specified in order to perform clinical testing. The device history records could not be reviewed as the lot number is unknown. This complaint has not been confirmed for the indicated failure mode: erroneous results (chloride, o2). No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported after using bd vacutainer® pst¿ gel and lithium heparinn 56 units, erroneous results(elevated chloride and c02) were seen in an unspecified number of samples. Customer was concerned with increases in their anion gap. Samples were recollected. No adverse impact was reported regarding the patient or user.